Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion is located in the moderately tortuos and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote was advanced for predilitation and on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.